Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a trabecular stent implantation procedure, the device was considered defective, as the microstent failed to advance and remained within the injector, subsequently, it was removed during initial procedure, and surgery was completed with another stent.